Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, and h11. The customer contacted olympus technical assistance support (tac) via phone. Cable was going into the serial digital interface out port on the monitor side, not the correct in port. After this change was made, the monitor started to display image correctly. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no signal. The event had occurred during the installation. There were no reports of patient involvement.